Manufacturer narrative:
Device will not be returned. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
During a surgical procedure of ostheosynthesis with a gamma 3 nail, when the nurse opened the packaging of the item involved he discovered that the external wrapping was fused with the polyurethane that cover the blister. The polyurethane, moreover seemed to be fused with the cap provided in the same packaging of the nail. When they tried to extract the product from the packaging, the cap fell into the packaging and compromised the sterility of the product. The surgeon used another nail available in the theatre. No adverse consequence reported no delay in time of procedure.